Manufacturer narrative:
On 15-may-2020, mentor received additional information regarding the replacement devices. The replacement devices are two 375cc mentor smooth round moderate profile prostheses ( left catalog #:3501660, left serial #:(B)(6) right catalog #: 3501660 7686344-003). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11-may-2020, mentor received additional information regarding the revision surgery and the replacement devices. The patient underwent bilateral removal and replacement with two unspecified mentor saline breast implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the suspected medical device was returned for evaluation. On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, a crease was observed in the anterior view and extending to the posterior view. Leak testing was performed in accordance with mentor procedures and a leakage from the valve was found. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Related to the crease, this failure may be the result of the continuous and sustained stresses to the device. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: 375cc mentor smooth round moderate profile (catalog #: 3501660, serial #: (B)(4)) . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with a 375cc mentor smooth round moderate profile prosthesis and experienced postoperative right-sided deflation. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.